Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a consumer receiving baclofen [2 000 mcg/ml] at a rate of 200 mcg/ml via intrathecal drug delivery pump. It was reported that the patient reported hearing an alarm on (B)(6) 2017 and then experienced baclofen withdrawal symptoms of rash/itching and increased spasticity. The pump was in safe state when interrogated and he was able to reprogram the pump to 200 mcg/day and update the pump and was still functioning appropriately at the time of replacement on (B)(6) 2017. The pump was successfully replaced and at a follow-up the patient is doing well and will be seen in the clinic (B)(6) 2017.